Event description:
The physician attempted closure of the arteriotomy with a techstar txl6fr device. The needles did not deploy. Needle backdown was successful. After examining the device, the physician reinserted the device and attempted redeployment. The needles did not deploy completely. The physician was able to pull the needles out of the sheath with a hemostat. This device was removed and a second device inserted and used to achieve closure of the access site. The pt recovered without incident.